Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 8/12/2021. H.6. Investigation: two photos and one sample were received by our quality team for evaluation. Foreign matter was observed on the surface of the cannula from one of the photos. The returned sample was subjected to visual inspection and gel was observed on the cannula. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, it is observed that there is excessive gel on the cannula. Gel on the cannula could be generated from the assembly process. Silicone gel is used as lubrication to the cannula in the assembly process. The cause of gel on the cannula could be due to the manifold screw hole being choked and causing the gel to coagulate and transfer to the pad leading to excessive silicone supplied from time to time.

Event description:
It was reported that white foreign matter was found on the needle 21g 1-1/2in tw. The following information was provided by the initial reporter: "unknown white dots appeared on the needle".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the needle 21g 1-1/2in tw. The following information was provided by the initial reporter: "unknown white dots appeared on the needle".